Manufacturer narrative:
Additional information added in b5 and h10 b5: upon follow up, it was reported that the patient was recovered from the event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1 gram, intravenous, daily, ongoing) and tazact injection (2.25 grams, intravenous, three times a day, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. Pd therapy was ongoing. No additional information is available.